Event description:
Using a pigtail to do an aortic injection and also used to select contralateral side and select iliac. After selecting the iliac, followed up with wire to remove the catheter. Upon removing the catheter over the wire of another vendor, the tip separated.